Event description:
It was reported that the ventilator would boot up correctly but would not generate any ventilation while connected to a test lung with a hole in it. There were allegedly no audible alarms when the event occurred. The patient was never placed on the ventilator and was transported using a different ventilator.